Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the saw device broke after five minutes of use with the handpiece device. According to the report, the end of the saw device was in the handpiece device and it was not possible to get it out. It was further reported that the saw device was not tightened more than usual and it worked fine until it broke. There was a delay of ten minutes in the surgical procedure to get a spare handpiece device connected to continue the surgery. There was patient involvement. The reporter indicated that the missing part was eventually found but thrown away. It was not reported if there were any injuries or prolonged hospitalization. There was no medical intervention. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.